Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation. It was also reported that the right ventricular (rv) lead pulled back and dislodged. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.